Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a drop of fluid at the needleless y-site was confirmed. Two 20g safestep infusion sets with y-site were returned for investigation. A functional test of the returned devices revealed that the extension set tubing was patent to infusion and aspiration. No occlusions were detected in the device. Upon pressurizing each safestep infusion set, a small drop of water was visible at the y-site along the edge of the blue valve stem. A microscopic examination of the y-site valve revealed that the blue stem moved slightly according to the pressure to which it was exposed. Under vacuum, the exposed surface of the stem was slightly drawn within the white valve cap. A positive pressure caused the top of the stem to extend slightly from the white valve cap. Any fluid that was positioned between the blue valve stem and the white valve cap appeared to be pushed out from the white valve cap under a positive pressure. No fluid bypassed the sealing edge of the blue valve stem during aspiration or infusion. Subjecting the infusion set to a sustained positive pressure revealed no continuous leaks at the y-site. Likewise, while the device was under a sustained negative pressure, no air entered the infusion set during aspiration. The product IFU warns, ¿needleless y-injection site valve may leak slightly at certain pressures resulting in a small bead of fluid on the valve". A lot history review (lhr) of ascys0250 showed five other similar product complaint(s) from this lot number. The complaints for this lot number (ascys0250) have been reported from the same facility.

Event description:
It was reported that the huber needle leaking at y-site. It was stated this happened with two devices. This report addresses the first device.